Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the midface with a total of 4 ml of juvéderm® voluma® xc and juvéderm® volift with lidocaine to the ck (1, 2, 3, 4), nl1 and lips. Approximately 3 months later, patient had an allergic issues (sinus problems) due to pollen and fur animal, deemed not device related. A month and a half later, patient developed nodule in ck3 medial soof. Nodule was initially about 1 cm long and 1 cm wide and was a bit tender when pressure applied. Patient was treated with prednisolone 30 mg daily for 7 days. Swelling has gone down significantly but nodule is still there about 20 cm long and 1cm wide, still tender. Symptoms are on-going. This record is for juvéderm® voluma® xc. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® voluma® xc.